Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the alarms and thought the cartridge was affected; however, the cause for the occlusion could not be determined as the supplies were no longer available. Customer's blood glucose was 289 mg/dl.